Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2017 with the following findings: review of the black box data revealed multiple records of loss of prime (162). On investigation, the pump was powered on and successfully completed rewind, load and prime sequence. The pump was exercised for 24 hours without the occurrence of loss of prime. Investigation did not duplicate the complaint. The force sensor was evaluated and found to be within the required specifications.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.